Event description:
The recipient is reportedly experiencing loss of sound following head trauma. The recipient received medical treatment and remained under observation. Device testing revealed results within normal limits. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced a failure in situ. A review of the device history record was performed and no anomalies were noted. The recipient will remain a non user of the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will not pursue revision surgery at this time. The recipient will remain a non user of the device. No further treatment details were provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.